Event description:
Med port broken in pieces inside my sister blood system, she is admitted at (B)(6) on (B)(6) 2018. My sister (B)(6) is a cancer patient and had a bone-marrow transplant 3 years ago. She had a med-port placed in (B)(6) 2016 - stated by (B)(6). Today, (B)(6) had a catheterization procedure to remove the port and the pieces that was in her blood stream. She is receiving blood anticoagulants medication.